Event description:
The dib00 model intraocular lens (iol) did not advance correctly and the iol was explanted/removed during the same procedure. It is unknown if a back-up iol was implanted. Patient prognosis post-procedure is also unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: . For evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.